Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 400 mg/dl. Customer reported to have received a button error alarm while being out of the country. Customer was not able to delivey insulin and resorted to back up plan. Customer ended up in the hospital. After troubleshooting, customer was advised that insulin pump would need to be replaced.